Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an under-delivery anomaly. Blood glucose value was 492 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting for the high blood glucose was not performed and the customer was the set will need to be replaced. The customer was advised to call back for further troubleshooting. The device will be replaced and returned.